Event description:
Patient had a mic transgastric gastrojejunal feeding tube placed initially about four years ago. The patient has had six replacement tubes since then due to malfunction of the tube. Last replacement tube was approximately a few weeks ago. The physician reports that the tubes are breaking down earlier than expected and can result in leaking. Tubes required endoscopic replacement anywhere from four to eleven months.